Event description:
According to the literature, a stapler was used for gastric resection. Potential device related complications of intraperitoneal bleeding and hematoma were mentioned. Reoperation for hematoma evacuation was required in two cases.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#unknown). Muhammed said dalkiliç, minimizing omental bleeding risk following sleeve gastrectomy: assessing the double-line sealing technique, (surg laparosc endosc percutan tech 2024;00:000¿000) / doi: 10.1097/sle.0000000000001323 / accepted august 15, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.